Manufacturer narrative:
The reported event of loss of pacing output during MRI was not confirmed. The device was not returned for analysis; however, session records were provided for review by abbott engineers. All available data indicates that device was used per labeling and there is no evidence of loss of pacing. The cause of the reported event remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an MRI scan, the device lost output and the patient experienced presyncope despite the device being programmed to MRI mode. Further information was requested but not received.